Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6) 2022. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 500cc mentor memorygel breast implants and experienced bilateral capsular contracture (baker grade 3) post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the right side device.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the health professional in section e2 was marked as as "no" when it should have been "yes". The section has been amended to "yes" on this report. Manufacturer¿s reference number: (B)(4). On (B)(6) 2022, mentor became aware that the health professional in section e2 was marked as "no" when it should have been "yes". The section has been amended to "yes" on this report.

Manufacturer narrative:
On october 19, 2022, mentor received additional information regarding the device date of explantation. The device date of explantation has been updated to (B)(6) 2022. It was also reported that the baker grade for the capsular contracture on the right side was 4. Manufacturer¿s reference number: (B)(4).